Event description:
Caller reported an issue with the speaker and vibrate function of the pump, noting that the vibration was not working as expected. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to adjust settings and attempt triggering an alert; however, the pump still did not vibrate. Consequently, technical support decided to replace the pump. All necessary instructions for handling the current pump and setting up the replacement pump, including storage mode and programming settings, were provided to the caller, who acknowledged and understood the procedures. The replacement pump was sent, and arrangements for returning the faulty pump were confirmed.